Manufacturer narrative:
The patient/family was the initial reporter.

Event description:
The customer reported that her blood glucose reading was not being stored in the memory of the contour ts meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to him.